Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, when the physician connected the lead the pulse generator the screw was loose and fell. The physician elected not to use and replace the device. The patient was in stable condition.

Manufacturer narrative:
Final analysis found incorrect insertions were made into the ventricular setscrews; it was suspected the wrong sized wrench was used in the setscrew. The damage found resulted as a result of the users technique during the surgical procedure.